Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00483. The patient received two scs systems including two ipgs on (B)(6) 2008. It was reported that she is unable to establish communication with one of the devices using either of her programmers or charging systems. The implant depth of the ipg in question is shallow. An appointment will be scheduled for further interrogation. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.